Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 92 and blood glucose was 40 mg/dl. It was found that "alert silence" was on. Customer was assisted in turning feature off. Customer declined troubleshooting.